Event description:
Possible false negative. No delay in patient diagnosis. Abnormal cells outside fields of view (fov). Trigger cells not present in the fov to trigger a full scan of the slide, slide will be analyzed to determine if the slide represents a "rare event" as evidenced in table 8 of the thinprep imaging system operation summary and clinical information.